Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device/ malposition of essure: down of the insertion spot/ perforation (uterus)"), device dislocation ("essure moved from her fallopian tubes"), uterine haemorrhage ("abnormal uterine bleeding") and seizure ("seizures") in an adult female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: penicillin¿s and augmentin. Past adverse reactions to the above products included nausea with augmentin; and seizure with penicillin¿s. Concurrent conditions included morbid obesity, ovarian cyst (symptomatic right.), right lower quadrant pain, breast pain, breast tenderness (bilateral. In past 3 months.), abdominal pain, nipple discharge, urinary frequency, bacterial vaginosis, hematuria, dysuria, schizophrenia and latex allergy. Concomitant products included fluoxetine hydrochloride (prozac), lamotrigine (lamictal), metronidazole (metrogel) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection/ vaginitis") with vaginal discharge. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), mood altered ("mood changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine leiomyoma ("fibroid"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and back pain ("lower back pain"). The patient was treated with oxcarbazepine (trileptal), surgery (total hysterectomy (uterus and cervix removed), and surgery (hysteroscopy with d and c and endometrial ablation by thermachoice). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, seizure, menstrual disorder, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, nausea, dyspareunia, uterine leiomyoma, weight increased, urinary tract infection, depression, anxiety and back pain outcome was unknown, the dysmenorrhoea was resolving and the fatigue had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, seizure, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in (B)(6) 2013: essure migrated from her fallopian tubes current weight 150 lbs. Approximate weight at the time of essure placement 250 lbs. (B)(6) 2015, CT upper extremity with contrast findings suggestive of mild diffuse cellulitis in the medial forearm, there is a focus of fluid in the subcutaneous soft tissues of the medial forearm just proximal to the wrist. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, vaginal discharge,dyspareunia. Described: uterine hemorrhage (confirming vaginal hemorrhage and menorrhagia) quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device/ malposition of essure: down of the insertion spot/ perforation (uterus)") and seizure ("seizures") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2009, the patient had essure inserted. In april 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced seizure (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine leiomyoma ("fibroid"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with oxcarbazepine (trileptal) and surgery (on (B)(6) 2013, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, seizure, menstrual disorder, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, uterine leiomyoma, fatigue and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, seizure, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in april 2013: essure migrated from her fallopian tubes current weight 150 lbs. Approximate weight at the time of essure placement 250 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events per pfs: mood changes, abnormal bleeding (vaginal, menorrhagia), vaginal infection, perforation (uterus), nausea, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fibroid, vaginal discharge, fatigue and weight gain added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device/ malposition of essure: down of the insertion spot/ perforation (uterus)"), uterine haemorrhage ("abnormal uterine bleeding") and seizure ("seizures") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: penicillin¿s and augmentin. Past adverse reactions to the above products included nausea with augmentin; and seizure with penicillin¿s. Concurrent conditions included morbid obesity, ovarian cyst (symptomatic right.), right lower quadrant pain, breast pain, breast tenderness (bilateral. In past 3 months.), abdominal pain, nipple discharge, urinary frequency, bacterial vaginosis, hematuria, dysuria, schizophrenia and latex allergy. Concomitant products included fluoxetine hydrochloride (prozac), lamotrigine (lamictal) and metronidazole (metrogel). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine leiomyoma ("fibroid"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with oxcarbazepine (trileptal), surgery (on 17jun2013, total hysterectomy (uterus and cervix removed)) and surgery (hysteroscopy with d and c and endometrial ablation by thermachoice). Essure was removed on 17-jun-2013. At the time of the report, the uterine perforation, uterine haemorrhage, seizure, menstrual disorder, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, uterine leiomyoma, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, seizure, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on 18-mar-2010: total bilateral occlusion; in april 2013: essure migrated from her fallopian tubes current weight 150 lbs. Approximate weight at the time of essure placement 250 lbs. 16-apr-2015, CT upper extremity with contrast findings suggestive of mild diffuse cellulitis in the medial forearm, there is a focus of fluid in the subcutaneous soft tissues of the medial forearm just proximal to the wrist. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, vaginal discharge,dyspareunia. Described: uterine hemorrhage (confirming vaginal hemorrhage and menorrhagia) most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. New reporters added. Plaintiff¿s demographic information, historical condition, historical drug and concurrent conditions added. New event abnormal uterine bleeding was added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device/ malposition of essure: down of the insertion spot/ perforation (uterus)"), device dislocation ("essure moved from her fallopian tubes"), uterine haemorrhage ("abnormal uterine bleeding") and seizure ("seizures") in an adult female patient who had essure (batch no. 637215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: penicillin¿s and augmentin. Past adverse reactions to the above products included nausea with augmentin; and seizure with penicillin¿s. Concurrent conditions included morbid obesity, ovarian cyst (symptomatic right.), right lower quadrant pain, breast pain, breast tenderness (bilateral. In past 3 months.), abdominal pain, nipple discharge, urinary frequency, bacterial vaginosis, hematuria, dysuria, schizophrenia and latex allergy. Concomitant products included fluoxetine hydrochloride (prozac), lamotrigine (lamictal), metronidazole (metrogel) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection/ vaginitis") with vaginal discharge. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), mood altered ("mood changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine leiomyoma ("fibroid"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and back pain ("lower back pain"). The patient was treated with oxcarbazepine (trileptal), surgery (on (B)(6) 2013, total hysterectomy (uterus and cervix removed)) and surgery (hysteroscopy with d and c and endometrial ablation by thermachoice). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, seizure, menstrual disorder, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, nausea, dyspareunia, uterine leiomyoma, weight increased, urinary tract infection, depression, anxiety and back pain outcome was unknown, the dysmenorrhoea was resolving and the fatigue had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, seizure, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in (B)(6) 2013: essure migrated from her fallopian tubes. Current weight 150 lbs. Approximate weight at the time of essure placement 250 lbs. (B)(6) 2015, CT upper extremity with contrast findings suggestive of mild diffuse cellulitis in the medial forearm, there is a focus of fluid in the subcutaneous soft tissues of the medial forearm just proximal to the wrist. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, vaginal discharge,dyspareunia. Described: uterine hemorrhage (confirming vaginal hemorrhage and menorrhagia) most recent follow-up information incorporated above includes: on 13-sep-2018: plaintiff fact sheet received. Events added: uti, depression, mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the device/ malposition of essure: down of the insertion spot/ perforation (uterus)'), device dislocation ('essure moved from her fallopian tubes'), uterine haemorrhage ('abnormal uterine bleeding') and seizure ('seizures') in an adult female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 150 lbs. Approximate weight at the time of essure placement 250 lbs. (B)(6) 2015, CT upper extremity with contrast findings suggestive of mild diffuse cellulitis in the medial forearm, there is a focus of fluid in the subcutaneous soft tissues of the medial forearm just proximal to the wrist. Previously administered products included for an unreported indication: penicillin¿s and augmentin. Past adverse reactions to the above products included nausea with augmentin; and seizure with penicillin¿s. Concurrent conditions included morbid obesity, ovarian cyst (symptomatic right.), right lower quadrant pain, breast pain, breast tenderness (bilateral. In past 3 months.), abdominal pain, nipple discharge, urinary frequency, bacterial vaginosis, hematuria, dysuria, schizophrenia and latex allergy. Concomitant products included fluoxetine hydrochloride (prozac), lamotrigine (lamictal), metronidazole (metrogel) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection/ vaginitis") with vaginal discharge. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), mood altered ("mood changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("genital bleeding"), vulvovaginal candidiasis ("candidal vaginosis"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with oxcarbazepine (trileptal) and surgery (hysteroscopy with d and c and endometrial ablation by thermachoice and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, uterine haemorrhage, seizure, menstrual disorder, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, nausea, dyspareunia, uterine leiomyoma, weight increased, depression, anxiety, back pain and post procedural complication outcome was unknown, the device dislocation, fatigue, urinary tract infection, abdominal pain, genital haemorrhage, vulvovaginal candidiasis and bacterial vaginosis had resolved and the dysmenorrhoea was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, post procedural complication, seizure, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: patient received treatment for bacterial vaginosis, abdominal pain, genital bleeding, candidal vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; in (B)(6) 2013: results: essure migrated from her fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, vaginal discharge,dyspareunia. Described: uterine hemorrhage (confirming vaginal hemorrhage and menorrhagia) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events: bacterial vaginosis, candidal vaginosis, abdominal pain, gen. Abnormal bleeding and post removal complications were added. Outcome and rcc comments updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device/ malposition of essure: down of the insertion spot/ perforation (uterus)"), device dislocation ("essure moved from her fallopian tubes"), uterine haemorrhage ("abnormal uterine bleeding") and seizure ("seizures") in an adult female patient who had essure (batch no. 637215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: penicillin¿s and augmentin. Past adverse reactions to the above products included nausea with augmentin; and seizure with penicillin¿s. Concurrent conditions included morbid obesity, ovarian cyst (symptomatic right.), right lower quadrant pain, breast pain, breast tenderness (bilateral. In past 3 months.), abdominal pain, nipple discharge, urinary frequency, bacterial vaginosis, hematuria, dysuria, schizophrenia and latex allergy. Concomitant products included fluoxetine hydrochloride (prozac), lamotrigine (lamictal), metronidazole (metrogel) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection/ vaginitis") with vaginal discharge, migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine leiomyoma ("fibroid"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with oxcarbazepine (trileptal), surgery (on (B)(6) 2013, total hysterectomy (uterus and cervix removed)) and surgery (hysteroscopy with d and c and endometrial ablation by thermachoice). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, seizure, menstrual disorder, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, uterine leiomyoma, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, seizure, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in (B)(6) 2013: essure migrated from her fallopian tubes. Current weight 150 lbs. Approximate weight at the time of essure placement 250 lbs. On (B)(6) 2015, CT upper extremity with contrast findings suggestive of mild diffuse cellulitis in the medial forearm, there is a focus of fluid in the subcutaneous soft tissues of the medial forearm just proximal to the wrist. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, vaginal discharge,dyspareunia. Described: uterine hemorrhage (confirming vaginal hemorrhage and menorrhagia) most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet- event essure moved from her fallopian tubes and lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the device/ malposition of essure: down of the insertion spot/ perforation (uterus)'), device dislocation ('essure moved from her fallopian tubes'), uterine haemorrhage ('abnormal uterine bleeding'), seizure ('seizures') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 150 lbs. Approximate weight at the time of essure placement 250 lbs. (B)(6) 2015, CT upper extremity with contrast findings suggestive of mild diffuse cellulitis in the medial forearm, there is a focus of fluid in the subcutaneous soft tissues of the medial forearm just proximal to the wrist. Previously administered products included for an unreported indication: penicillin¿s and augmentin. Past adverse reactions to the above products included nausea with augmentin; and seizure with penicillin¿s. Concurrent conditions included morbid obesity, ovarian cyst (symptomatic right.), right lower quadrant pain, breast pain, breast tenderness (bilateral. In past 3 months.), abdominal pain, nipple discharge, urinary frequency, bacterial vaginosis, hematuria, dysuria, schizophrenia, latex allergy, leiomyoma nos, menses irregular and vaginitis. Concomitant products included fluoxetine hydrochloride (prozac), lamotrigine (lamictal), levonorgestrel (mirena), metronidazole (metrogel) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection/ vaginitis") with vaginal discharge. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), mood altered ("mood changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("genital bleeding"), vulvovaginal candidiasis ("candidal vaginosis"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with oxcarbazepine (trileptal) and surgery (hysteroscopy with d and c and endometrial ablation by thermachoice, total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, seizure, menstrual disorder, mood altered, migraine, headache, nausea, dyspareunia, uterine leiomyoma, weight increased, depression, anxiety, back pain and post procedural complication outcome was unknown, the device dislocation, uterine haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, fatigue, urinary tract infection, abdominal pain, genital haemorrhage, vulvovaginal candidiasis and bacterial vaginosis had resolved and the dysmenorrhoea was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, post procedural complication, seizure, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: patient received treatment for bacterial vaginosis, abdominal pain, genital bleeding, candidal vaginosis. Patient received treatment for pain, bleeding, vaginal discharge, uti, bladder infection, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; in (B)(6) 2013: results: essure migrated from her fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, vaginal discharge,dyspareunia. Described: uterine hemorrhage (confirming vaginal hemorrhage and menorrhagia). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: mr received. Reporter's information added. Medical history were added. Fu received. No new significant change made in medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the device/ malposition of essure: down of the insertion spot/ perforation (uterus)'), device dislocation ('essure moved from her fallopian tubes'), uterine haemorrhage ('abnormal uterine bleeding') and seizure ('seizures') in an adult female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 150 lbs. Approximate weight at the time of essure placement 250 lbs. (B)(6) 2015, CT upper extremity with contrast findings suggestive of mild diffuse cellulitis in the medial forearm, there is a focus of fluid in the subcutaneous soft tissues of the medial forearm just proximal to the wrist. Previously administered products included for an unreported indication: penicillin¿s and augmentin. Past adverse reactions to the above products included nausea with augmentin; and seizure with penicillin¿s. Concurrent conditions included morbid obesity, ovarian cyst (symptomatic right.), right lower quadrant pain, breast pain, breast tenderness (bilateral. In past 3 months.), abdominal pain, nipple discharge, urinary frequency, bacterial vaginosis, hematuria, dysuria, schizophrenia and latex allergy. Concomitant products included fluoxetine hydrochloride (prozac), lamotrigine (lamictal), metronidazole (metrogel) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection/ vaginitis") with vaginal discharge. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), mood altered ("mood changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("genital bleeding"), vulvovaginal candidiasis ("candidal vaginosis"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with oxcarbazepine (trileptal) and surgery (hysteroscopy with d and c and endometrial ablation by thermachoice and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, seizure, menstrual disorder, mood altered, migraine, headache, nausea, dyspareunia, uterine leiomyoma, weight increased, depression, anxiety, back pain and post procedural complication outcome was unknown, the device dislocation, uterine haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, fatigue, urinary tract infection, abdominal pain, genital haemorrhage, vulvovaginal candidiasis and bacterial vaginosis had resolved and the dysmenorrhoea was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, post procedural complication, seizure, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: patient received treatment for bacterial vaginosis, abdominal pain, genital bleeding, candidal vaginosis. Patient received treatment for pain, bleeding, vaginal discharge, uti, bladder infection, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on 18-mar-2010: results: total bilateral occlusion; in april 2013: results: essure migrated from her fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, vaginal discharge,dyspareunia. Described: uterine hemorrhage (confirming vaginal hemorrhage and menorrhagia) quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event added: . Event outcome updated:,vaginal infection, vaginal haemorrhage and uterine hemorrhage rcc comments added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the device/ malposition of essure: down of the insertion spot/ perforation (uterus)'), device dislocation ('essure moved from her fallopian tubes'), uterine haemorrhage ('abnormal uterine bleeding') and seizure ('seizures') in an adult female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 150 lbs. Approximate weight at the time of essure placement 250 lbs. On (B)(6) 2015, CT upper extremity with contrast findings suggestive of mild diffuse cellulitis in the medial forearm, there is a focus of fluid in the subcutaneous soft tissues of the medial forearm just proximal to the wrist. Previously administered products included for an unreported indication: penicillin¿s and augmentin. Past adverse reactions to the above products included nausea with augmentin; and seizure with penicillin¿s. Concurrent conditions included morbid obesity, ovarian cyst (symptomatic right.), right lower quadrant pain, breast pain, breast tenderness (bilateral. In past 3 months.), abdominal pain, nipple discharge, urinary frequency, bacterial vaginosis, hematuria, dysuria, schizophrenia and latex allergy. Concomitant products included fluoxetine hydrochloride (prozac), lamotrigine (lamictal), metronidazole (metrogel) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection/ vaginitis") with vaginal discharge. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), mood altered ("mood changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("genital bleeding"), vulvovaginal candidiasis ("candidal vaginosis"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with oxcarbazepine (trileptal) and surgery (hysteroscopy with d and c and endometrial ablation by thermachoice and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, seizure, menstrual disorder, mood altered, migraine, headache, nausea, dyspareunia, uterine leiomyoma, weight increased, depression, anxiety, back pain and post procedural complication outcome was unknown, the device dislocation, uterine haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, fatigue, urinary tract infection, abdominal pain, genital haemorrhage, vulvovaginal candidiasis and bacterial vaginosis had resolved and the dysmenorrhoea was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, post procedural complication, seizure, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: patient received treatment for bacterial vaginosis, abdominal pain, genital bleeding, candidal vaginosis. Patient received treatment for pain, bleeding, vaginal discharge, uti, bladder infection, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; in (B)(6) 2013: results: essure migrated from her fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, vaginal discharge,dyspareunia. Described: uterine hemorrhage (confirming vaginal hemorrhage and menorrhagia) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure migrated from her fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.